Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a warning for undefined high impedance. A lot of noise was observed with isometric testing. A lead revision was schedule. Presently, the lead is still in use. No patient complications have been reported as a result of this event.